Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the device was received from the distributor for eval was broken at the laser weld. The locking collar for the adjustable arm was in the locked position. Integra has requested clinical info.